Event description:
On 15-may-2026, the arthrex clinical research team reported via email additional information from the clinical study ¿comparison of functional and patient reported outcomes following four corner fusion with nitinol staples versus proximal row carpectomy¿ (study ID: (B)(4). Within the study, one (1) patient experienced staple migration approximately three (3) years post-operatively, presenting with increased pain and stiffness. A revision surgical procedure was deemed necessary; however, the revision had not been performed at the time of reporting.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.